Event description:
Additional information on received indicated that family health care provider stated that the "device was defective&#55297;nd not responding to programming.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# va0am0l, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the caller (father of the patient, who is also a physician), said that he had left several messages for the manufacturer's representative, usually once a week and had not received a reply. The following service or education issue(s) were observed by patient services agent: the patient was directed to contact local field representative but reports the representative is not responsive. A field staff request was made. The caller asked for help with reprogramming. It was noted that the patient was experiencing a loss of therapeutic effect. Since implant, the patient had only experienced intermittent control of symptoms, maybe 30% improvement. It was reported that it will work for a few days and then the patient's symptoms will return. The caller said that they notified the manufacturer's representative about this and spoke to representative 8 months ago and he directed them to switch programs, which they did. However, the patient was still only experiencing intermittent symptom control. It was later reported on (B)(6) 2015 that patient's father called again this morning requesting a call back since he had not heard from the manufacturer's representative. Additional information received on 2015-09-02 reported that device was not working and has not been really helping since a couple weeks after implant. The patient reported that the got slight improvement for day or 2 then goes to 10 depends a night and couple weeks after installed. Family member also stated that the patient needed assistance with the device as it had not worked. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. A follow-up report will be sent if additional information becomes available.